Manufacturer narrative:
Update device problem grid.

Event description:
It was reported to philips that device experienced an operational check failure. The manufacturer's authorized field service engineer (fse) evaluated the device and determined the system has pacemaker failure alarms because the connector is damaged, failure in operational check and internal memory. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was exchanged and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that device experienced an operational check failure. The manufacturer's authorized field service engineer (fse) evaluated the device and determined the system has pacemaker failure alarms because the connector is damaged, failure in operational check and internal memory. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was exchanged and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that device experienced an operational check failure. There was no patient involvement.